Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no failures on the device. The system functioned as intended when the field service engineer investigated this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one of the cubie failed to open. The customer attempted to recover the cubie, but the system displayed a message to contact technical support. The machine was rebooted twice; however, the drawer could not be recovered. The customer stated that they had to access the medications from another pyxis station and the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.